Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid circumflex artery. A 3.00 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was implanted to treat the lesion. However, the distal end of the stent looked hazy and the physician thought the balloon on the synergy stent might have caused a dissection or that additional distal occluded lesion was present. Another stent was then placed to cover the distal area and the procedure was completed. No further patient complications were reported and the patient's status was good.